Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. D9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image was observed. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the fuzzy screen was due to an electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that in the gastrointestinal videoscope when they went to plug in the scope it was like a fuzzy screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.